Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
Promus element japan pmss clinical study it was reported that patient death occurred. In (B)(6) 2012, the patient presented with stable angina and the index procedure was performed. The 90% stenosed, 2.5x18mm, de novo, eccentric, type b2 with timi 3 flow target lesion was located in the bifurcation area of the first diagonal branch. The physician treated the lesion with pre-dilatation and placement of a 2.75x24mm promus element stent at 16 atmospheres, resulting in 0% residual stenosis with timi 3 flow. Two days post procedure, the patient was discharged from the hospital. In (B)(6) 2015, the patient had cardiac failure. The following day, the patient died.